Event description:
It was reported that air bubbles were present in the system, specifically in the tandem mobi cartridge during insulin pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, and the continuous glucose monitor did not read ¿high.¿ the customer used room temperature insulin and employed the fill rod to remove bubbles from the cartridge. After resolving the issue of bubbles through priming, the customer successfully resumed insulin therapy and confirmed understanding of the resolution process.